Event description:
During a hysteroscopy, the biopsy grasping forceps broke and lost its ability to open and close the biopsy cup. Also it was noted under video that a very small sliver of metal from the forceps was within the uterine cavity. The sliver was removed under video visualization after obtaining a new biopsy grasping forceps. Further examination did not reveal any additional pieces of metal.